Event description:
It was reported that a female patient who had a 620cc mentor memorygel xtra breast implant experienced rupture of an unknown side post procedure. The rupture was noted shortly after a car accident. Breast pain was also present. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Because the side of the rupture could not be determined, it could not be determined which of the two lot and serial numbers provided belongs to the ruptured implant. Section d has been updated to reflect that.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed for the finished device number 7592932, and no non-conformances related to the reported complaint were identified. Manufacturing date: aug/10/2018. Sterilization expiration date: aug/09/2023. A manufacturing record evaluation was performed for the finished device 7657226 number, and no non-conformances were identified. Manufacturing date: dec/05/2028. Expiration date: dec/02/2023. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).